Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that, "an apex pin got stuck in a sterile wrist kit drill guide. The pin was backed out and a replacement pin was used."